Event description:
The customer reported the subject device was exhibiting air/water supply issue due to clogged nozzle. The reported issue occurred during reprocessing of the subject device. The customer was able to reprocess the subject device correctly. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material could not be identified because it was not possible to remove the foreign material from the nozzle. The nozzle was replaced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the foreign matter may have not been removed even if user properly reprocessed the device according to the IFU (instructions for use). Hence, a definitive root cause could not be determined. In addition, service found there was a leakage from the bending section cover, the switch button #2 was immersed, and out of function, the protector was damaged, and there was a leakage from the switch button #1. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.